Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4).

Event description:
Literature article entitled, ¿use of a cementless modular implant for arthroplasty in developmental dysplasia of the hip: early results¿ by aaron glynn, et al, published by european journal of orthopaedic surgical traumatology (2005), vol. 15, pp. 105-108, was reviewed. The aim of this study was to assess our early results with the s-rom hip (depuy), a cementless modular femoral implant, for arthroplasty in patients with ddh in 22 thas between 1/october/2000 and 31/january/2004. Implanted depuy products: 22 s-rom stems and sleeves paired with a variety of femoral heads. The acetabular components used were unknown and therefore not included in this complaint. Results: the authors note that each patient¿s preoperative limb asymmetry were improved in all cases. 1 deep vein thrombosis- treatment unknown 4 cases of postoperative blood transfusions to treat intraoperative bleeding 1 dislocation treated with revision of the unknown cup and liner and depuy femoral head. The cup and liner manufacturers were unknown and not included in this complaint. Captured in this complaint: s-rom stem and sleeve: no reported product problem. Femoral head: implant dislocation. Patient harms: joint dislocation, major bleed, deep vein thrombosis, surgical intervention, medical device removal.